Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg was deemed inoperable, following an unrelated surgical procedure. It was also reported that it is unknown as to if the patient's ipg was placed in surgery mode prior to the surgery.

Event description:
Follow up revealed that the patient's ipg was replaced.